Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that out of range pacing impedances were observed on the right ventricular (rv) lead connected to this device. The lead was surgically abandoned and replaced. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.